Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Additional information/device evaluation summary: analysis of the catheter found ¿catheter body ¿ dark residue occlusion in dispensing holes ¿ event related¿. There was foreign material in the proximal set of dispensing holes of the catheter as received. The medial set of dispensing holes was free of any foreign material.

Event description:
The patient reported increased back pain in (B)(6) 2014. It was also reported the patient had neck pain. The patient went to the clinic on (B)(6) 2014 and had a catheter dye study done. Per the reporter this was a failed dye study. Other diagnostics included x-rays. At surgery the catheter was not dripping csf and was removed due to occlusion. The location of the occlusion was noted to be at the catheter tip. A new catheter was placed. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver morphine, bupivacaine and fentanyl. No patient outcome was reported. Further follow-up was being conducted to obtain information. If additional information is obtained a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.